Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (7051004) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to leakage at the pump exhaust tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 2. A separation was noted on the exhaust tube of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the reservoir strain relief. This is not a site of leakage. The information received indicated the device had a tubing leakage noted at the pump exhaust tubing, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument damage on the reservoir inlet tube and smooth instrument damage on the cylinder 1 exhaust tube occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.